Event description:
It was reported that patient presented in the emergency department. It was noted that the right ventricular (rv) lead exhibited loss of capture. The patient was subsequently scheduled for a lead revision procedure. Prior to the procedure, upon fluoroscopy, it was observed that the rv lead had fractured. The rv lead was extracted, and a dual-chamber leadless pacemaker (lp) system was implanted. The patient condition was stable.